Event description:
A report was received that a patient was experiencing difficulty charging. The patient's implant is shallow. The physician has recommended that the patient undergo a pocket revision procedure.